Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor to pancreatitis.

Event description:
Dexcom was made aware on 07/25/2016 that the patient experienced an adverse event on (B)(6) 2016. The patient reported being admitted to the hospital for a pancreatitis attack. Patient stated she would be released on (B)(6) 2016 and was currently fasting. Incident was diabetes related but there was no alleged device malfunction. Patient stated that the continuous glucose monitor (cgm) readings had been accurate. At the time of contact, the patient was in better health but very hungry. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.